Event description:
It was reported the programmer would not boot up. The service disk was ran, it made it through the first part, the service disk was taken out, and the programmer was turned off and back on and still the programmer would not boot up. It is noted that the second part of the service disk program was never gotten. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; after completing service disk the programmer powered up and interrogated. It is noted programmer had a system error when checking hardware, then powered up with a distorted display; intermittent failure of the mpu (microprocessor unit) printed circuit board assembly. Analysis also found the system fan and hard drive are noisy. (B)(4).